Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and not implanted/ explanted. Device history record review: the manufacturing documents were reviewed and no complaint related issues were found. The disposition was deemed invalid. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Additional evaluation: the device shows scratches all over on the surface. This could be in relation to the often use of the product therefore it concerns to normal wear and tear. The torx tip is broken off. The broken part is not available for investigation because it remained in the screw head. Visually there is no other complaint as sustained. The entire laser etching is readable. The device was produced and distribute in july 2011. The investigation shows that the screwdriver tip is completely broken off and remained in the screw head. Unfortunately we are not able to determine the exact cause for this reported problem. We do suppose that the screwdriver tip broke off due to exceeding mechanical force during insertion. The broken surface itself is homogenous which indicates material conformity as well. The manufacturing record shows that the correct material ((B)(4)) and hardening (range: 580-660 hv10) procedure was used and that the device met fully the specifications when left our facility. The relevant dimensions at the torx tip cannot be verified anymore because of breakage. Therefore this complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product development event evaluation: the driver tip is fractured with signs of twisting (yielding) prior to fracture. The chu engineer was unable to locate the test data reflecting the 11 n-m failure torque for this driver. The chu engineer calculated a failure torque of approximately 5.9 n-m with 420 ss (see attached within the occurrence rate). This failure is a result of the torsion load exceeding material strength. Placeholder.

Event description:
It was reported that the tip of a screwdriver broke off in the head of the screw. The screw was extracted with the broken portion of the screw driver cold welded into the head of the screw. The extracted screw was replaced with a new screw. The surgeon used a t-handle screw driver as alternative device. The procedure completed successfully with no harm to patient. This is report 1 of 1 for complaint (B)(4).